Event description:
On 3/26/94, pt underwent posterior lumbar interbody fusion with autograft l4-5, and bilateral lateral fusion with autograft and internal fixation l4 to l5. On 3/28/94, he underwent a decompressive laminectomy for symptoms secondary to the rupture of a large synovial cyst. During the procedure, it was discovered that the pt had a transverse fracture in the left l-5 screw. This was about mid-shaft so the the screw was buried in the pedicle and body. This was solid, so it was not removed.